Event description:
It was reported that a humeral anchor uncemented l was implanted on (B)(6) 2014. Due to an acute subscapularis rupture, the pt underwent a surgery on (B)(6) 2014. When trying to remove the humeral head to make the repair easier, the entire humeral anchor uncemented l came out with minimal force. The surgeon had to revise to a regular stem implant. On (B)(6) 2014 supplemental info was received: the bone quality of the humerus was poor.

Manufacturer narrative:
The manufacturer has not received the device for review yet. X-rays were received for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. (B)(4).